Event description:
According to the initial reporter, the pt was admitted to the hosp to replace her bjork-shiley spherical disc aortic heart valve due to "possible pannus formation."

Manufacturer narrative:
No medwatch report was received from the user facility.